Manufacturer narrative:
Patient identifier and weight added.

Manufacturer narrative:
Patient identifier not available from the site. Patient weight not available from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A medtronic representative reported that, while in a spinal fusion, an imprecision was observed following an initial image acquisition. It was reported that the reference frame was draped over for the image acquisition. The representative reported that the imprecision was suspected to have been caused by the reference frame not being locked into place. However, confirmation of frame movement could not be provided. The surgeon opted to complete the procedure without the use of the navigation system. The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.